Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had evidence of hemolysis. The pt's left ventricle was noted to be recovered, and the pump was explanted.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.